Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. It was confirmed that there was no deformation or physical damage and there were no obvious deviations in reprocessing. The event may be prevented by following the descriptions in the instructions for use: [instruction manual evis lucera ultrasonic gastrovideoscope olympus gf type uct260] ·chapter 6 application and conditions of cleaning, disinfection and sterilization ·chapter 7 cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the customer's allegation was confirmed (acoustic lens scratches). Also, evaluation found the following: insufficient angle, angle knob play, acoustic lens damage, bending section cover adhesive part floating, air-water cylinder paint peeling, objective lens scratch, image snake tube scratch, and resin floating when the insertion tube is buckling. The cleaning, disinfection, and sterilization (cds) was performed by the customer. The scope was reprocessed before being sent to olympus for repair. The customer did not know what the foreign material was. The forceps elevator was brushed. The customer did flush the detergent solution around the forceps elevator.  The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lucera ultrasound gastrovideoscope probe was scratched. The device was returned and evaluated, and it was found that foreign matter came out of the forceps base (wire). There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.